Event description:
It was reported that during a device replacement procedure, the cardiac resynchronization therapy defibrillator (crt-d) displayed a grey longevity estimator bar because of very low temperatures. The device was re-initialized but another problem occurred. The setscrew from the right ventricular (rv) port was normal the first time when screwing, but when the physician unscrewed it, the set screw was still attached to the screwdriver and had been fully extended. The physician replaced the set screw and there was appropriate clicking with the screwdriver. In addition, when the device was tested, the rv lead pacing impedance was high, but the lead was tested on an analyzer with normal impedance. As there was suspicion about the integrity of the connector, the device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a damaged grommet and a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.